Manufacturer narrative:
Additional information: section h10: narrative text. This is one of ten manufacturer reports being submitted for this case. Please reference related manufacturer reports: manufacturer report no: 2015691-2020-15255; manufacturer report no: 2015691-2020-15256; manufacturer report no: 2015691-2020-15257; manufacturer report no: 2015691-2020-15258; manufacturer report no: 2015691-2020-15267; manufacturer report no: 2015691-2020-15259; manufacturer report no: 2015691-2020-15261; manufacturer report no: 2015691-2020-15262. Manufacturer report no: 2015691-2020-15263.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl post sapien 3 valve deployment cannot be confirmed. Investigation results (suggest/indicate) in addition to the procedure itself, patient factors not provided may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: moriyama n, lehtola h, miyashita h, piuhola j, niemelä m, laine m. Hemodynamic comparison of transcatheter aortic valve replacement with the sapien 3 ultra versus sapien 3: the homosapien registry. Catheter cardiovasc interv. 2020 sep 23. Doi: 10.1002/ccd.29281. Epub ahead of print. Pmid: 32966682. Https://pubmed.ncbi.nlm.nih.gov/32966682/ this is one of ten manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6) and through an article, ¿hemodynamic comparison of transcatheter aortic valve replacement with the sapien 3 ultra versus sapien 3: the homosapien registry¿. Data from the homosapien registry, from june 2017 to november 2019, indicated 141 patients underwent a sapien 3 valve implantation and 141 patients underwent a sapien 3 ultra valve implantation. From these patients, moderate to severe paravalvular leak (pvl) occurred in one patient post deployment of a sapien 3 valve. Information regarding the actions taken to resolve the pvl was not provided.